Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection did not reveal any abnormalities. The infection or infection related allegation could not be confirmed by lab analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted. It was noted that this was most likely due to an infection; however specific details could not be provided. Later, a new implantable cardioverter defibrillator (ICD) system was placed as replacement. No additional adverse patient effects were reported. This product has been returned to boston scientific for analysis.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted. It was noted that this was most likely due to an infection; however specific details could not be provided. No additional adverse patient effects were reported. This product has been returned to boston scientific for analysis.